Manufacturer narrative:
(B)(4). Batch # r94x32. Investigation summary: the analysis results found that the device was received with the tissue pad detached and returned in a plastic bag and had evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, a device was obtained and used for the rest of the case but upon completion of the case, it was noted that some of the pad on the blade was also damaged. The surgeon was confident no fragments were loose in the patient and the case was completed without incident. The surgeon noted that when the device failed, she was not dissecting particularly thick or diseased tissue and was not activating device with the jaws closed at any time. She stated that she did not notice any issue with the device until the completion of the case. Tissue pad fragment was generated and tissue pad was removed without any additional intervention. There was no delay to the procedure and procedure was successfully completed. There were no patient consequences reported.